Event description:
In 8/2002, the pt was seen by a co rep for a routine follow-up appointment. The patient's family member reported that the device was not functioning. External hardware was exchanged and programming adjustments were made. The device functioned intermittency. The pt was sent another sound processor and the center continued to monitor the pt. In 9/2002, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was functioning and the reported intermittenly problem could not be reproduced at that time. The center continued to monitor the pt. In 2002, the pt was seen by a co rep for device eval. The reported intermittency was confirmed. At this time, the patient's family member has decided not to have the device explanted.